Manufacturer narrative:
Corrected information: with the additional information received regarding which pump was involved in the event, it has been determined that the correct manufacturing site ID for this event is now (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient regarding the event and it was reported that he initially had his dates wrong. The standing MRI was with his first pump and the event happened in 2006 or 2008. Corrected information: with the additional information received with regards to which pump was involved in the event the indication for pump use included failed back surgery syndrome and not lumbar radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine and fentanyl via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and lumbar radiculopathy. It was reported that the pump got hot when the patient was having a standing MRI in 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.